Event description:
As a result of wearing a mask while grocery shopping, I had difficulty breathing, increased pulse, anxiousness, dizziness, nausea and lightheaded to the point I thought I would pass out. I ended up removing the mask for some air and leaving the store. I tried a variety of masks and they all gave me the same panic feeling that I couldn't breathe which is unusual and scary to me. I can't wear face coverings from cloth to disposable to n95. FDA safety report ID# (B)(4).